Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stone from the basket.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, an alliance handle was used with the trapezoid rx in attempting to crush a 2.5cm stone. However, the tip of the basket fractured and could not be opened. A competitor's basket was used to remove the stone from the basket, and the basket was forcefully removed from the patient. Another same device was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, an alliance handle was used with the trapezoid rx in attempting to crush a 2.5cm stone. However, the tip of the basket fractured and could not be opened. A competitor's basket was used to release the stone from the basket, and the basket was forcefully removed from the patient. Another same device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stone from the basket. Block h11: the returned trapezoid rx was analyzed, and visual inspection found the side car rx was torn and pushed back 5mm. A functional test observed that the basket was able to open and close. The basket wires were not broken. The reported event of basket wire break was not confirmed. Based on all available information, side car rx torn and pushed back was most likely due to the amount of force applied on the thumb ring from the handle when trying to crush the stone. Due to this force, the working length tends to retract itself, pushing back the side car rx. Also, it's a possibility that the interaction of the guidewire during procedure, with the physician's technique, and the tortuosity of the procedure made the side car rx tear. Therefore, the most probable root cause is adverse event related to procedure.